Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: evaluation revealed that there was an obstructed display, there were heavy scratches on display lens. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed scratches on display. This report is made based on results of investigation completed on 07/07/2015.